Event description:
Male had an aortic valve replacement in 2014. He had been getting along normally until the morning in late 2019, where he woke up with shortness of breath, coughing up pink colored sputum and general "flu-like" symptoms. An EKG showed cardiac changes and he was hospitalized. He was found to be in acute diastolic heart failure and loud aortic murmur. Tee showed moderate to severe aortic valve insufficiency. His artificial aortic valve was found to be abnormal as well. He was scheduled to have the av replaced, but developed an upper respiratory infection which required treatment first. He was discharged home to return for av replacement re-do six days later. Unfortunately, he awoke before then with stroke-like symptoms. He was readmitted and found to have suffered a left frontal/temporal ischemic stroke. Scheduled av surgery was delayed again to allow time to recover from the stroke. He underwent an open av replacement procedure. The st jude valve was found to be torn on the left prosthetic aortic cusp. A new valve was placed and surgical site closed. However, the patient was unable to be weaned from bypass due to pulmonary edema had developed. Medication therapy failed to resolve the issue. A rvad was placed, but despite all treatment the patient's heart did not withstand the strain and he died.